Event description:
On (B)(6) 2009, a 25mm epic valve was implanted in the aortic position. On (B)(6) 2019, the device was explanted due to stenosis and exchanged for a 27mm inspiris valve.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2009, a 25mm epic valve was implanted in the aortic position. On (B)(6) 2019, the device was explanted due to stenosis and exchanged for a 27mm inspiris valve.